Event description:
It was reported that the piston driver ((B)(4)) was broken using the cranial fixation system. Add'l info has been requested.

Manufacturer narrative:
Integra has completed their internal investigation 07/13/2015. Review of complaint history. Results: neither product nor lot number was provided as such we are unable to perform a DHR review. Once either has been provided the review will be conducted. A two year lookback in trackwise for this reported failure and or related to "bit broke" for this product ID shows that no additional complaints were received. No new design or manufacturing trends have been identified. This issue will be monitored. Conclusion: in summary - the device was not released for evaluation therefore the root cause to the end users experience could not be determined. This complaint will be reopened should we receive product.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.